Event description:
Patient was on a pulse oximeter and found unresponsive less than 24 hours after admission to the facility. At the time he was discovered to be in distress, it was noticed that the pulse oximeter alarm did not appear to have sounded, and the cables had become disconnected. A root cause analysis is underway to determine if the equipment was functioning properly.